Manufacturer narrative:
Operator of the device of the initial medwatch report should indicate: health professional.

Event description:
The customer contacted physio-control to report that this device was connected to a patient via defibrillation electrodes and it was not displaying the patient's ECG through the paddles lead. As a result, defibrillation therapy may have been delayed or unavailable, if it was needed. The customer stated that the issue made patient care more difficult; however, the fire department's AED was also connected to the patient during the entire event and indicated, "no shock advised." The patient regained a pulse after approximately 5 minutes of CPR. The patient was transported to the hospital and later pronounced dead. The medic on the scene confirmed that the device use didn't cause or contribute to the outcome of the patient because the patient was never in a shockable rhythm and they had a second AED attached to the patient during the entire event.

Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and was unable to duplicate the reported issue. After completing other unrelated repairs, proper device operation was observed through functional and performance testing. The device was returned to the customer for use. The cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report that this device was connected to a patient via defibrillation electrodes and it was not displaying the patient's ECG through the paddles lead. As a result, defibrillation therapy may have been delayed or unavailable, if it was needed. The customer stated that the issue made patient care more difficult; however, the fire department's AED was also connected to the patient during the entire event and indicated, "no shock advised." The patient regained a pulse after approximately 5 minutes of CPR. The patient was transported to the hospital and later pronounced dead. The medic on the scene confirmed that the device use didn't cause or contribute to the outcome of the patient because the patient was never in a shockable rhythm and they had a second AED attached to the patient during the entire event.